Manufacturer narrative:
Hill-rom technical support suggested isolating each side rail and the head motor and found the head motor needed to be replaced. It is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the head motor to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self run up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).